Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer instrument involved with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint that the instrument failed to seal. The instrument was placed and driven on an in-house system. The instrument passed the following tests: recognition, engagement, continuity, and energy delivery. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The system logs were reviewed and no related errors were found.

Manufacturer narrative:
Isi has requested for the vessel sealer instrument to be returned for evaluation. However, as of the date of this report, isi has not received vessel sealer instrument involved with this complaint. Although the patient experienced an estimated blood loss of 1500 ml and required medical intervention to control the bleeding, the reported intra-operative complication can be attributed to surgeon error and misuse/mishandling of the vessel sealer instrument. There is no indication that the vessel sealer instrument malfunctioned in a way that if the device issue were to recur, it could cause or contribute to an adverse event. As initially documented, the vessel sealer instrument allegedly failed to seal tissue. The robotics coordinator indicated that during the attempted sealing event with the vessel sealer instrument, the system did not give any audible tones (a continuous tone) during the sealing cycle, the system did not give any audible tones (two fast tones) indicating that the sealing cycle was complete, and no tissue effect was seen. The user manual for the vessel sealer instrument provides the following warning: ¿warning: do not cut sealed tissue unless the desired tissue effect is observed, and the audio tones from the generator indicate that the sealing cycle completes.¿if additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the initial reporter claimed that the vessel sealer instrument failed to seal tissue and as a result, the patient experienced an estimated blood loss of 1500 ml. The surgical procedure was converted to open surgery in order to control the bleeding. However, there is no evidence that a malfunction of the vessel sealer instrument occurred. The intra-operative complication can be attributed to mishandling/misuse of the vessel sealer instrument.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer allegedly failed to seal tissue. The surgical procedure was converted to open surgery for an unknown reason. On 06/19/2019 and 06/27/2019, intuitive surgical, inc. (Isi) contacted the initial reporter, a robotics coordinator, and obtained the following additional information regarding the reported event: during the reported event, the da vinci system did not generate any error messages. The robotics coordinator indicated that during the attempted sealing event with the vessel sealer instrument, the system did not give any audible tones (a continuous tone) during the sealing cycle, the system did not give any audible tones (two fast tones) indicating that the sealing cycle was complete, and no tissue effect was seen. The target tissue was a ¿normal uterine pedicle¿ and was not larger than 7 mm. The surgeon did not encounter any staples or clips during the sealing cycle. The vessel sealer instrument worked for 10 minutes before the alleged sealing issue occurred. There was no bio debris between the jaws of the vessel sealer instrument. The procedure was converted to open surgery due to the patient¿s anatomy and also to control bleeding. It is estimated that the customer lost 1500 ml of blood. During the open surgery, the surgeon used different cautery and clamping techniques to stop the bleeding. The robotics coordinator was not aware of any post-operative complications.